Event description:
Medtronic received information that prior to use of an ap40 centrifugal blood pump, the customer reported that the ap40 pump head was wobbling and not rotating properly during priming. There was a visible crack noted in the upper pivot. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional info: the pump was in an adapter. No noise from adapter. No leaks noted in the device. Perfusionist was in the process of priming when issue was noticed.

Manufacturer narrative:
Device evaluation summary: upon receipt at medtronic¿s quality laboratory, visual inspection shows the upper pivot in the impeller is broken. The device was tested per specification. The device was run on a bio console from 0-4000 rpm¿s, using fluid. The noise level recorded during the analysis was greater than 80 decibels and was wobbling, as compared to the specification of 68 decibels. Reason for return was confirmed. Conclusion: the reason for return was confirmed for the pump impeller wobbling and upper pivot bearing broken. A distinctive crack in the impeller housing was noted in the product analysis photos. Medtronic was consulted and stated if no other damage is present, e.g. Wear, or incorrect positioning dents, this could be a component tolerance stack up issue leading to excessive hoop stress resulting in fracture; if the bearing is severely worn, the heat and ¿wobbling¿ stress, fin rubbing, etc. Could cause excessive lateral loading on the shaft, possibly fracturing the housing as shown in the product analysis photos. No wear or evidence of shaft/bearing misalignment during assembly was found. Additionally, no evidence of damage indicating the device was dropped was found. Medtronic supplier quality was consulted. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.